Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a residue present. The following information was provided by the initial reporter: verbatim : account reported "residue on the catheter part of the 20g IV bc". When I talked to the account the nurse stated that the ivs have had "stickiness" on them making it hard to thread off. States it almost feels like there is residue on the catheters. States only noticing this on the 20g iagbc non winged catheters.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6 investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.